Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with overcorrection in both eyes approximately two plus (2+) months post treatment. Oral steroids were not prescribed and topical steroids dosage was not increased. No flap lift and rinse was required. The patient¿s sans correction visual acuity (scva) in the right eye was 20/20, left eye was 20/30. There was no loss of visual acuity noted. The patient experienced problems focusing up close. An enhancement treatment was performed. Bcva from (B)(6) 2015: right eye pre-op 20/20 -6.75 x -.25 x 90, left eye pre-op 20/20 -6.50 x -.50 x 114. Bcva from (B)(6) 2015: right eye post-op 20/20 1.75 x -.25 x 178, left eye post-op 20/20 1.75 x -.50 x 164.